Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's infusion set's tubing detached, and this issue occurred twice. No further information available.